Manufacturer narrative:
This was stated in the nyt, see carreyrou, john. "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. The manufacturer followed up with the facility in antigua where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.

Event description:
This information was reported publicly by the new york times. See carreyrou, john. "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. Patient p1 pulse quickened, and he began gasping for air during session 2 of 3 scheduled treatment. Tests showed that his blood counts were "dangerously low". Patient received a blood transfusion and had to be treated in the ICU. The article states that these treatments took place outside the united states, in antigua. The device was being used off-label for the treatment of cancer, outside of the united states in antigua.